Event description:
It was reported that: while ventilating a pt during a gastroplasty procedure, the user noted that the anesthesia unit posted a sub-atmospheric pressure message in the advisory and that the ventilator bellows collapsed. The operator switched to manual ventilation, but was not able to maintain adequate fresh gas pressure in the bag. The operator adjusted the scavenger regulator to minimal flow but was still unable to correct the problem. The user switched to an ambu bag to ventilate the pt until another anesthesia unit was made available. After pt pt was switched to an ambu bag, the operator disconnected the scavenger suction line from the wall outlet and the problem resolved.